Event description:
The micro reciprocating saw was sent for service and it was noted that debris was coming out of the device during performance testing. No adverse event was associated with the device.